Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was noted that the right ventricular (rv) lead exhibited undersensing during ventricular tachycardia (vt) episodes. The right atrial (ra) lead exhibited an atrial lead position check fail. Both leads remain implanted.